Event description:
Laboratory obtained psa values of 2.4, 2.3, and 2.2 ng/ml on the dimension rxl. The sample was tested with an alternate analyzer and produced a result of 0.04 ng/ml. Dade behring received sample on 12/15/2000 and confirmed lower result, 0.05 ng/ml, with an alternate lot of reagent formulated to refuce non-specific binding. Concluded patient sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.